Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm/reproduce the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The grip cable became unraveled and does not appear to have any of the frayed wires missing. The root cause is attributed to a component failure. A review of the instrument log for the prograsp forceps instrument (part # 471093-11/ lot # n10200810-0057) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia surgical procedure, it was alleged a wire was loose and broke from the tip of a prograsp forceps instrument. The piece of wire was found inside the patient and was retrieved during the same procedure. There was no report of any patient harm, adverse outcome, or injury. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a wire was loose and broke from the tip of a prograsp forceps instrument. The piece of wire was found inside the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to request additional information related to the event. However, no further details have become available as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem." B2 updated to "required intervention." H1 updated from "malfunction" to "serious injury."